Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the staple did not fire even after multiple re-tries and re-adjustment. They used another reload to complete the procedure. There was no patient injury.